Event description:
It has been reported to philips that, system would not make x-ray, given x-ray error message. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the flat detector was not working properly. After reviewed the log file and upon some functional test fse confirmed that there is a communication problem between the flat detector controller and the flat detector. The fse replaced the flat detector and performs calibrations and adjustments in accordance with the service instructions. After replaced the flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.